Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: osteolysis. Review of event description: event summary: it was reported that the patient received in 2009 an avenir stem together with a competitor's cup and head (mathys). A first revision due to pain was performed between 2013 and 2014 to replace only the cup (changed by another competitor's cup). Patient's condition improved after that surgery; he had no fever or problem scarring, but in 2016 osteolysis was noticed in x-rays. Infection was tested and ruled-out. In (B)(6) 2017, surgeon suspected instability of the cup and planned a revision surgery. On (B)(6) 2017 the patient underwent revision surgery and all implants were removed, including the avenir stem, and the surgeon noted a periprosthetic greenish tissue necrosis that could point out to intolerance to metallic ions. Surgeon's remark was that no deficiency of the cup, head or stem can be alleged. Review of received data: x-ray dated (B)(6) 2017: right tha. Radiolucent lines observed around the stem medially and distally, being focused mostly at the neck area. No x-rays received before this date, therefore it is not possible to assess this reliably as an evidence of loosening or osteolysis. Two screws fixing the shell noticed, one of them is bent at the middle height. Radiolucency also observed at the acetabular shell surface. X-ray dated (B)(6) 2017: right tha post-op. New femoral stem is fixed with 3 cerclage cables. New acetabular component is fixed with a cage. No problems observed. Revision surgery report dated (B)(6) 2017: necrotic greenish tissue on the posterior part of the hip and anterior surface of the cervix is visible. Possibility to be intolerant to metallic ions. At the head and junction with the cone, there is no macroscopic sign of corrosion. The attempt to remove the stem is impossible on a rod that is perfectly fixed. A longitudinal osteotomy is performed. The acetabulum has a small macroscopic mobility as soon as the screw is removed. It is removed by hand. Behind the acetabulum is a whole area of bone necrosis, very homogeneous, which lines the whole of the deep face of this acetabulum about 5 mm thick in the acetabulum. Another avenir size 3 stem was implanted with short neck metal head 28mm in a 28/53 cerf polyethylene. Good stability in hyper extension external rotation, in flexion internal rotation. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Compatibility check: avenir stem was combined with mathys head and cup, therefore the product combination is not approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: - aseptic loosening due to splitting (delamination) of ha/ti plasma coating on shelf/ in vivo => possible: no product is received for investigation, therefore cannot be excluded. - adverse body reaction (e.g. Cancer, allergies, etc.) Due to material not biocompatible => not possible: biocompatibility of the material is certified by biocompatibility specification. - loosening of ha particles-> third body wear due to ha coating not well fixed on substrate => possible: no product is received for investigation, therefore cannot be excluded. - ha coating is damaged due to mechanical properties of the ha coating might change over shelf life => possible: no product is received for investigation, therefore cannot be excluded. - release of particles e.g. Metal ions, pe particles, ceramic particles due to inadequate material pairing => possible: avenir stem is combined with a competitor's products. Conclusion summary: due to absence of previous x-rays it is not possible to confirm the existence of osteolysis, however, radiolucent areas are observed around the stem and cup. Neither device nor photos of the explanted implants were received; therefore the condition of the components is unknown. Possible causes for the reported event include splitting (delamination) of ha/ti plasma coating on shelf/ in vivo, ha coating not well fixed on substrate, change of the mechanical properties of the ha coating over shelf life and inadequate material pairing. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Since avenir stem was combined with mathys head and cup, the root cause for the issue is off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the explanted device for review. It was mentioned that it was scrapped by the hospital. X-rays and a surgical report were received and will be reviewed within investigation process. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an avenir m¿ller, stem, standard, uncemented, ha, 3, taper 12/14 in 2009 together with a competitor's cup and head (since the exact date of implantation is unknown, the last day of the year 2009 was taken). In (B)(6) 2017, the surgeon suspected instability of the cup and a revision surgery took place on (B)(6) 2017. All implants were removed. It was reported that the surgeon noted a periprosthetic greenish tissue necrosis that could point out to intolerance to metallic ions. The surgeon stated that no deficiency of the cup, head or stem can be alleged.